Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to confirm reported problem. Mvs interface cable passed bench 100t and gbit communications testing, as well continuity testing. Installed mvs interface cable on test imaging system and the system readied and communicated as expected. Two d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the imaging system was having intermittent communication issues between the image acquisition system (ias) and mobile view station (mvs). The umbilical cable was replaced and the issue was resolved. The cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was experiencing intermittent communication between the image acquisition system (ias) and mobile view station (mvs). It was reported that after the system was booted up normally, patient information entered, and driven down the hallway, the pendant displayed a communication error message. There was no patient present when this issue was identified.